Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked 2024.8.26 nurse in the process of dispensing medication to the patient, found that the single-use IV needle connection has a leakage situation, immediately reported to the equipment section, the equipment section of the staff arrived at the first time, checking found that the single-use IV needle connection does have a leakage situation, and replacement of functionally intact single-use IV needles to the nurses to use the patient for the second placement of the tube caused by the pain.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 2248012. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.